Manufacturer narrative:
The device history record (DHR) for lot 24d264 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported they were putting a used needle (syringe) in the sharps container and one of the needles must have bent when applying the safety after use because when they grabbed the syringe from the bin they use to put all vaccines, band-aids etc in the container, they were poked by the needle on their right thumb. They pulled off their glove and the needle did go through glove and they noticed blood from the puncture. Additional information provided by the customer on 05dec2024 stated that the used syringes were capped/safety engaged and were placed in an emesis bin after administration and prior to placing in the sharps container. The poke occurred while picking up a syringe from the basin. The clinician noted a bent needle in the basin. They stated that no excessive force was used when activating the safety and that the standard procedures were followed. They also stated that staff has reported near misses when using these syringes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.